Event description:
A distributor in china reported on behalf of a healthcare facility that an mr340e reusable humidification chamber was damaged and leaking water. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Method: the subject mr340e reusable humidification chamber was not returned to f&p healthcare for evaluation. Our investigation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: review of the provided photographs confirmed that part of the rim at the chamber base had broken off. Additionally, small cracks are visible in the affected area. Conclusion: the reported damage to the humidification chamber was confirmed by reviewing the photographs provided. The cause of the observed damage was not confirmed. Our user instructions that accompany the mr340e reusable humidification chamber state the following: "visually inspect products before each use on a patient. Discard if faulty or if there is any sign of deterioration such as cracks, tears, damage. These may cause gas leaks and loss of ventilation or respiratory support. "

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china reported on behalf of a healthcare facility that an mr340e reusable humidification chamber was damaged and leaking water. There was no patient involvement reported.